Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/25/2021. H.6. Investigation: three used samples were provided to our quality team for investigation. The product was visually inspected and a leakage past the stopper ribs was observed. There are no defects or damage identified on any of the samples or components and the stoppers were verified to be properly assembled onto the plunger rod. A device history review was performed for reported lot 2008036, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing and tightness testing to verify the seal of the stopper. The returned samples underwent these tests and in all cases the product met required specification. Given that no defects were observed in the received samples and the product met required limits during leakage testing, a definitive root cause cannot be established at this time. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of syringe 50ml ll leaked during use. The following was reported by the initial reporter: "syringes of lot no.2008036 are leaking! This has been observed on several occasions by different assistants. Today another calamity: leakage doxorubicin (cytostatic) in safety workbench. Liquid ran out of the syringe at the back! By the way, everyone knows that the plunger must be pushed forwards first but this was of no avail with this charge! Could you confirm to us if you still have the photo of the defective product available? Unfortunately not, of the 2 syringes (raised with normal medication) , the 2 syringes in bag are in my possession-> will be collected by thomas tan did the defect lead to any serious injuries? No users were dressed in personal protective equipment like gloves apron etc and working in special pharmacy preparation".

Event description:
It was reported that an unspecified number of syringe 50ml ll leaked during use. The following was reported by the initial reporter: "syringes of lot no.2008036 are leaking! This has been observed on several occasions by different assistants. Today another calamity: leakage doxorubicin (cytostatic) in safety workbench. Liquid ran out of the syringe at the back! By the way, everyone knows that the plunger must be pushed forwards first but this was of no avail with this charge! Could you confirm to us if you still have the photo of the defective product available? Unfortunately not, of the 2 syringes (raised with normal medication) , the 2 syringes in bag are in my possession-> will be collected by thomas tan did the defect lead to any serious injuries? No users were dressed in personal protective equipment like gloves apron etc and working in special pharmacy preparation"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).